Event description:
N/a

Manufacturer narrative:
Trackwise ID#:(B)(4). The reported device is an OEM device, therefore, a serial history review was not applicable. A serial number was not provided and the specific product lot number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. H3 other text : device not returned.

Event description:
Complaint was created due to an FDA medwatch report (mw5154036) received on 07may2024. The hospital reported that when attaching a new light cord to endoscopic vein harvesting black instrument cord, hemopro 2 extension cable was broken with frayed wires when the cord was unhooked.

Manufacturer narrative:
Tw ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.